Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the glabellar wrinkle with juvéderm® volift¿. The patient experienced ¿an adverse reaction of the ischaemic type.¿

Event description:
Additionally, the health professional reported injecting the patient in the glabella with 0.05 cc of juvéderm® volift¿. A few seconds later, the patient had a ¿whitish reaction like vascular compression¿ in the glabella. The event "disappearance after massage." The event resolved later that day.